Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit would not set. The bed was located in 7s. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's display on the pt positioning module needed to be zeroed. Per the hill-rom user manual: to zero the bed exit alarm system the bed exit alarm system should be zeroed before putting the pt on the bed. Make sure the pt is not on the bed. Put all the usual linens, pillows, and equipment on the bed. Do as applicable for your bed model: bed with a zero control. Press the enable control, and then press and hold the zero (0.0) control for 1 second. Release the control pod. When the system beeps, scale beds non-scale it is zeroed. Beds bed without a zero control. Press the enable control, and then press and hold the volume control for 5 seconds. The bed exit alarm system indicators will flash. When the indicators stop flashing, continue to press the volume control and press the out-of-bed control for 5 seconds. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the pt positioning module to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.